Event description:
It was reported that part of the mouth of the punch broke of within the joint and it had to be retrieved. No patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one 012012 straight scoop 3.4mm basket punch returned. This is a reusable device. The device has been bead blasted which is in line with a third party repair. The top jaw has been broken off. The jaw and basket surfaces have dings and gouges. These are attained from use as a lever or grasper. Per the IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU instructs ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no further investigation is warranted at this time. No root cause related to the manufacturing of this device can be established. (B)(4).